Event description:
It was reported that pre operatively, while the instrument was being tightened on to the handpiece the 4-40 stud broke. The handpiece and instrument were replaced and the case was completed successfully with no patient consequence.